Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event has been estimated.

Event description:
It was reported that the patient had their full system explanted on (B)(6) 2019. Reason for explant was not provided by the physician. Related manufacturer reference number: 3006705815-2019-03739.